Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (if):. Instruction manual olympus cf-h170l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual olympus cf-h170l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an asset return with no complaint from the customer. Upon inspection, it was discovered that foreign matter was found in the nozzle of the device. Additionally, the following issues were found during the device evaluation: (a.) The plastic distal end cover failed inspection showing signs of a dent, (b.) The bending cover adhesive showed signs of deterioration and separation on the thread-wound sections, (c.) The light guide connector had a scratch, (d.) The protector of the universal cord on the suction connector side was shaved, (e.) The forceps channel port was shaved, (f.) Due to wear of angle wire, bending angle in down direction does not meet the standard value, (g.) Due to wear of angle wire, bending angle in left direction did not meet the standard value, (h.) Due to wear of angle wire, bending angle in right direction did not meet the standard value, (I.) The protector of universal cord on suction connector side has a scratch, (j.) The switch button 1 had a cut, (k.) The video connector was deformed, (l.) The video connector had a scratch, (m.) Adhesive on the bending section cover or distal end was detached, (n.) The scope connector cover had a scratch, (o.) The universal cord had a dent, (p.) The light guide cover glass had a scratch, (q.) The video connector case had a scratch, (r.) The suction cylinder was shaved, (s.) Due to wear of angle wire, bending angle in up direction did not meet the standard value, (t.) The video cable had a scratch, (u.) The image guide protector was shaved, (v.) The grip had a scratch, and the connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The colonoileoscopies was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, the nozzle had foreign objects. The foreign material is yellowish/brown in color but it is unknown what the foreign material is. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.